Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was used during a scope cleaning. During scope cleaning, the brush broke off. It was unknown how the broken parts were removed from the scope. There was no patient involvement in this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Block b3 (date of event): date of event was approximated to 02/01/2025 as no event date was reported. Block d4, h4: the complainant was unable to report the lot number; therefore the manufacture date is unknown. This is a non-sterile device with no expiration date. Block h6: imdrf device code a0401 captures the reportable event of brush break. Block h11: correction to block e1 (initial reporter address 2 and initial reporter city). The returned hedgehog dual-end brush was analyzed. The brush was received in two pieces. The brush handle was detached from the catheter. No other visual damages were observed. Dimensional testing confirmed the brush is within specifications. The reported event was confirmed. A labeling review confirmed that instructions and warnings are present for the reported event. According to the directions for use (dfu), excessive force/torque may cause the brush head to detach from the working length. Based on all available information and analysis of the returned device, the most probable cause is unintended user error, which indicates an interaction between the user and device caused or contributed to the error. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was used during a scope cleaning. During scope cleaning, the brush broke off. It was unknown how the broken parts were removed from the scope. There was no patient involvement in this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Block b3 (date of event): date of event was approximated to (B)(6) 2025 as no event date was reported. Block d4, h4: the complainant was unable to report the lot number; therefore, the manufacture date is unknown. This is a non-sterile device with no expiration date. Block h6: imdrf device code a0401 captures the reportable event of brush break.